Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button has been intermittently unresponsive for the past 2 days, and now requires excessive force to obtain a response. The family member stated that the ok keypad button became stuck while attempting to prime last night. She noted that the up arrow and down arrow keypad buttons click and spring back as expected, but the ok keypad button feels flat and hard. The family member stated that the rubber keypad is intact; the patient does not expose the pump to water or cleaning products; and the patient wears the pump in a pouch on his waist.